Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Earlier on the day of the event the cgm sensor showed 200 mg/dl, but when a bg was checked, the result was over 400 mg/dl even though the patient had not been eating that day. When the patient realized the high bg value, they used a pen to inject an unspecified dose of insulin. At some point paramedics were called; no symptoms were reported. The patient was given insulin by the paramedics before being taken to the hospital by ambulance and at some point, the bg was over 1000 mg/dl. In the hospital the patient had to be revived (no details of symptoms or treatment provided) and was then put into an artificial coma. At the time of the report the patient was receiving an insulin infusion and was not using their insulin pump or the dblg1 system. The patient¿s daughter stated that ever since the patient¿s smart device, which was being used as the receiver, had fallen to the floor in (B)(6) 2022 and there was a cracked display, the sensor readings had not been accurate. No allegations were made against the pump. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).